Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15154817. Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 15522248. Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50 serial: (B)(6) batch: 15048001.

Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort at the ipg site. No device malfunction suspected. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted device components will not be returned.